Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: broken plate. Surgeon reported he had a strut plate break post operatively. The breakage occurred approximately 6 weeks after initial surgery. The patient had bilateral condylar fractures with symphysis and lefort 1 fractures. Two x-ray images were taken one immediate post op image, results not provided, and one post-operative image showing a broken plate. Surgeon indicated that the plate would remain in the patient as there was sufficient stability which did not warrant immediate plate removal.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.